Event description:
It was reported that the patient received inappropriate therapy due to an apparent lead fracture. The lead integrity alert was triggered and oversensing and high impedance were noted. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.